Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(6) stated that he has a sapphire pump with sn (B)(4), he cannot give the software version during the call, failed to infuse the proper volume. There was patient involvement but no human harm and unknown delay in therapy. After the repair of the device, send it back to the address, attention to (B)(6), biomed. He also requested for a shipping label. No other information provided delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Human harm: no."

Event description:
The event was reported by a customer from USA: pump failed to infuse proper volume.